Event description:
As reported by a field clinical specialist, approximately 4 years and 11 months following a transfemoral aortic valve replacement, the 26mm sapien 3 valve became stenotic and the patient underwent a valve-in-valve procedure. Per follow-up communication with the valve clinical coordinator, the patient's vascular system was "pretty much calcified everywhere."

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated.b5, b7, h6: device problem, type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site and reviewed and calcification was observed on the leaflets. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapien xt, s3, and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). In this case, calcification-related structural valve degeneration was confirmed, based on imagery provided for evaluation. Available information suggests patient factors (hyperlipidemia) likely contributed to the event as a patient medical history of hyperlipidemia was reported in the medical records. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required.

Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by a field clinical specialist, approximately 4 years and 11 months following a transfemoral aortic valve replacement, the 26mm sapien 3 valve became stenotic and a transcatheter heart valve (thv)-in-thv workup was requested.